Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited crosstalk and caused non-sustained right ventricular oversensing. Programming changes were discussed. The patient remained asymptomatic.

Event description:
New information noted that the asymptomatic patient presented in clinic. Programming changes were made. The patient would continue to be followed-up.